Manufacturer narrative:
Multiple attempts to contact the customer regarding product return were made. Unfortunately, the customer did not respond back with any follow up regarding the return of the device. No actions will be taken at this time.

Manufacturer narrative:
The disposable pressure transducer is expected to be returned for evaluation; however, it has not yet been received. (B)(4).

Event description:
It was reported that the patient's right arterial line tubing became disconnected at the hub when the tubing broke. No patient complications reported.